Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's implantable cardiac monitor exhibited episodes of ventricular undersensing. No programming changes were made, and the patient would continue to be monitored.